Manufacturer narrative:
A ge service representative performed an onsite investigation. The rtos (real time operating system) cpu assembly was evaluated and replaced. The vcsi pcb was also reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot up. No patient serious injury or death was reported related to this event.